Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the permanent cautery hook instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had plastic missing part from the distal part. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no additional procedure was performed to search for a fragment because there was no tangible evidence of its presence and the surgeon judged a search to be riskier than leaving a possible fragment in place. No postoperative imaging (x-ray/ultrasound) was conducted, the patient sustained no injury, and the patient has not returned with complications related to a retained foreign object.